Event description:
A customer in (B)(6) notified biomérieux of discrepant results associated with bact/alert® fn plus bottle (reference 410852). The customer reported false negative results. The bottle was detected negative in virtuo after six (6) days of test time. For internal quality control, the customer picked randomly some negative tested bottles and performed gram staining and subculturing and found popionibacteria in one of the anaerobic fn plus bottles. Propioni was identified with vitek® ms. Patient results were impacted by the false negative result, but it did not delay reporting the result to the physician more than 24 hours. The false negative result was not reported to the physician. There was no adverse impact to the patient due to the discrepant results. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An internal biomerieux investigation was performed with results as follows: the investigation examined the bact/alert fn plus manufacturing directions, including the quality control release testing documentation, and all results were determined to be within specification. Bact/alert fn plus lot 3048779 met all quality finished goods release criteria and was released by quality assurance on (B)(6) 2017. The bact/alert fn plus instructions for use were reviewed and found to provide sufficient caution for the user on the interpretation of a negative result. The root cause was undetermined as the bottle performed as expected based on a review of the reflectance graph, provided from the customer.